Event description:
It was reported the neurostimulator automatically switched to power on reset (por) settings. Telemetry was unavailable. The last known program settings were (amp-2.0/pw-150/pr-100). The pt presented with rebound symptoms during "off state". The pt was treated with oral medication temporarily. The pt has no control of their symptoms and severely disabled.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.